Manufacturer narrative:
Unit passed the displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No unexpected pump error 41 noted. Motor was tested outside device and passed, however unit received with corroded battery tube, corroded motor home switch, and corroded electronic assemblies. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a pump error alarm during basal delivery. Customer stated that the insulin pump was not exposed to a high magnetic field. The customer stated they were able to clear the alarm and were able to complete the rewind process. Customer stated that the insulin pump was not dropped or bumped. Customer performed self test and it was passed. The customer was advised that the insulin pump required to be replaced, to discontinue use of the insulin pump and revert to the backup plan. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.